Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +9.00/+3.0/116 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. The initial lens was repositioned but this did not resolve the problem. The lens was explanted on (B)(6) 2020 and a replacement lens was implanted on the same day different surgery. It was reported that the replacement lens partially resolved the problem and a rotation was required. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +9.00/+3.0/116 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault. A replacement lens was implanted on the same day different surgery. It was reported that the replacement lens partially resolved the problem and a rotation was required. (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture and residue on lens. Visual inspection found one haptic torn. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +9.00/+3.0/116 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault. The lens was exchanged for a longer lens. The cause of the event was unknown.